Manufacturer narrative:
Journal article: target lesion failure with current drug-eluting stents journal: jacc: cardiovascular interventions year: 2020 ref: https://doi.org/10.1016/j.jcin.2020.09.0. Concomitant medical products: medication dual antiplatelet medication. Date of publication: death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a meta-analysis study titled; target lesion failure with current drug-eluting stents. 99,039 patients were included in the study. Resolute integrity and resolute onyx rx coronary drug eluting stents were among a number of drug eluting stents used. Target lesion failure, all-cause and cardiac death, target vessel mi, ischemia-driven target lesion revascularisation, definite and probable stent thrombosis, were reported in the population at one year and long term follow-up.